Manufacturer narrative:
Additional information was received for the medical device lot number as indicated below. Medical device lot #: 6117578, medical device expiration date: 04/30/2021, device manufacture date: 04/26/2016. Medical device lot #: 6148981, medical device expiration date: 04/30/2021, device manufacture date: 05/27/2016. The above lot numbers were annotated on the supplemental investigation report. However, a device history review will need to be performed. Once the investigation is complete, an additional supplemental will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several hundred boxes of 3 ml bd luer-lok¿ syringe with attached needles were found with substance in them. It was reported that air pockets appear to be created when moving the plunger downwards and ¿string of substance¿ is pulled down by the stopper. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: sample evaluation: eight 3ml syringes in opened packages were received by bd canaan and confirmed to be from batch #7122596, 6117578 and 6148981 (p/n 309570). The samples were visually evaluated. The syringes were found to have a small amount of visible silicone in the barrel on the stopper. The excessive stringing of silicone as described in the complaint description was not observed in any of the samples received. The amount of silicone observed was a normal and expected amount for this product per product specification. DHR review for batch 7122596 (p/n 309570): manufacturing dates: 05/30/2017 to 05/31/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7122596 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. No absolute root cause, no defects were confirmed.